Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button required multiple presses to wake the device, and the user attempted to activate it with a kitchen knife, resulting in a cracked screen; the device was replaced and return instructions were provided. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued cgm use on phone or receiver while awaiting the replacement and completion of standard replacement education. Investigation included call center troubleshooting, review of user-provided photos, and assessment of device function based on the reported button responsiveness and observed screen damage. Investigation of this case revealed mechanical damage to the screen consistent with external force and a reported intermittent responsiveness of the sleep/wake button; the device was deemed nonfunctional for intended use due to the damaged display. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage with contributory mechanical wear or malfunction of the sleep/wake button.